Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received several motor error alarms and no delivery alarms. The customer also reported the insulin pump had scratches on the display that made it hard to read. No additional information provided.